Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including temperature testing, pads testing and final testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared from the logs and did not reoccur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the ECG data file was provided for review. Our review of the data file observed the customer's report. However, without receipt of the device, root cause could not be firmly established using the data file only. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.